Event description:
A us distributor contacted zoll to report that a (B)(6) patient was experiencing red, itchy skin under the electrodes. There was no alleged device malfunction contributing to the irritation. Patient is a physician and treated himself with cortisone cream. Follow up indicated that the skin had improved.